Event description:
It was reported that during diagnosis procedure, the automatic pullback did not work. The >70% stenosed target lesion being treated was located on the left anterior descending (lad) artery. During left heart cath with ivus and stenting diagnosis procedure, the automatic pullback of ilab did not work at the first attempt. They tried reseating the motordrive in the sled a few times but still did not work. Then the physician proceeded with the manual pullback and completed the procedure with the same device. No patient complications were reported and the patient status is stable.

Event description:
Same case as MDR ID# 2134265-2012-08354. Same case as MDR ID# 2134265-2012-08355. It was reported that during diagnosis procedure, the automatic pullback did not work. The >70% stenosed target lesion being treated was located on the left anterior descending (lad) artery. During left heart cath with ivus and stenting diagnosis procedure, the automatic pullback of ilab did not work at the first attempt. They tried reseating the motordrive in the sled a few times but still did not work. Then the physician proceeded with the manual pullback and completed the procedure with the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device observed with no visible damage or defects. The device meets specifications for functional test and successfully underwent a continuous burn-in for 4 hours. The reported problem could not be reproduced as indicated in the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).